Event description:
Hospital reported that during a case, the "add water" alarm sounded with adequate water in the tank. The device was changed and the case was continued. Following the incident, the hosp's bio-medical engineering dept tested the unit and were unable to duplicate the problem.